Manufacturer narrative:
Medtronic received additional information that following the explantation and replacement of this bioprosthetic mitral valve, the patient's bioprostheitc aortic valve was subsequently explanted and replaced due to a paravalvular leak of the aortic valve.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that one year, one month post implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to severe mitral regurgitation. Prior to the replacement procedure, the patient presented with shortness of breath, and was unable to ambulate more than two block's distance. The patient has done well post-operatively and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.